Event description:
Reporter alleged when blood glucose result appeared on the test screen, the result was 128 mg/dl, however, meter faded and the result reappeared as a 107 mg/dl reading. No actions were taken or treatment was reportedly rec'd as a result. A request was made for the return of the suspect device, and replacement product was sent.